Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening after the patient fell. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493866, mfd. 03/24/17, exp. 2022-03-24, gtin (B)(4); 2nd (inferior): ifuse implant, p/n 7040-90, lot# 493829, mfd. 02/08/17, exp. 2022-02-08, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where two implants were placed. The patient had a period of si joint pain relief before reporting to a different surgeon with complaints of a recurrence of si joint pain after a fall. The surgeon determined that the caudal positioned implant may have been loose based on perceived lucency on CT images. In (B)(6) 2019, the surgeon performed a revision procedure where he removed both implants using chisels and replaced the most cranial positioned implant with a larger implant of the same type. He then added a new implant of the same type in a lower, more anterior position. The status of the patient following the revision procedure is not known.